Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to boot. The philips field service engineer (fse) visited the system onsite and upon functional testing, the fse found that there was no power to the b cabinet. The fse confirmed that the mpdu (mains power distribution unit) was failing to supply power to b cabinet preventing the flexvision pc from turning on or booting. To resolve the issue, fse replaced the mpdu (mains power distribution unit). After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The system was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.